Manufacturer narrative:
Insulin pump received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. No button error alarm during testing. However, device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify low battery alarm, back light anomalies, no excessive no delivery/occlusion alarm rewind and unresponsive button due to unlocked lcd keypad connector and completely broken reservoir tube lip. Insulin pump received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had keypad anomaly and cosmetic damage. The customer blood glucose value was unknown. The customer stated that insulin pump had no delivery alarm and insulin pump casing that hold reservoir will not hold reservoir. The customer stated that insulin pump screen had scratched to the point of not being able to see at night, back light is a lot dimmer and diminished battery life. The customer also stated that gasket in reservoir compartment comes out and act or back button is stick and non-responsive. The customer also stated that insulin pump had prime/rewind more than once and insulin pump had a error code. The insulin pump will not be returned for analysis.